Manufacturer narrative:
E1: patient city: (B)(6). Patient country: greece. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in greece. It was reported that patient faced infusion set tubing detachment event on (B)(6) 2025. The infusion set tubing came apart. The site of insertion was right abdomen. The location of detachment was at tubing connector. The infusion set had been used for one day. No further information available.